Manufacturer narrative:
(B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the sterile packed inside plastic box was stuck to the outside plastic box.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (nc search) was performed for the finished device 866023, lot d22050767, and no non-conformances / manufacturing irregularities were identified. Corrected: h8.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: device associated with this report was received for examination at depuy suzhou manufacturing and found that the tyvek was ripped off and was not returned. Deformation was found on the blister. Including the blister body and flange area. In addition, it was found that there are some traces of sleeve adhesion on the outside of outer blister, this condition makes the packaging difficult to open. Compromised sterility cannot be confirmed since tyvek lid flange was adhered to the inner blister flange as intended. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: a manufacturing record evaluation (nc search) was performed for the finished device 866023, lot d22050767, and no non-conformances / manufacturing irregularities were identified. Device history review: product code 866023; lot number d22050767; mfg date: 31-may-2022. (B)(4) parts manufactured per specification and all raw material met specification. No non-conformances were identified. The expiry date is 30-apr-2032. IFU reference no. Is IFU-0902-00-886.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: device associated with this report was received for examination at depuy suzhou manufacturing and found that the tyvek was ripped off and was not returned. Deformation was found on the blister. Including the blister body and flange area. In addition, it was found that there are some traces of sleeve adhesion on the outside of outer blister, this condition makes the packaging difficult to open. Compromised sterility cannot be confirmed since tyvek lid flange was adhered to the inner blister flange as intended. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: a manufacturing record evaluation (nc search) was performed for the finished device 866023, lot d22050767, and no non-conformances / manufacturing irregularities were identified. Device history review: product code 866023 lot number d22050767 mfg date: 31-may-2022. 24 pcs parts manufactured per specification and all raw material met specification. No non-conformances were identified. The expiry date is 30-apr-2032. IFU reference no. Is IFU-0902-00-886.